Event description:
The customer stated that the pump for the ac-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) is not functioning correctly and that there is an audible clicking noise.